Manufacturer narrative:
(B)(4). Root cause was determined as user error- poor aseptic technique. A label review could not be performed due to the unknown product code.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter (B)(4) received a call from a home patient's (hp) family that the hp was hospitalized with peritonitis with a planned discharge of (B)(6) 2011. The outcome of the event and the causality were not reported. At the time of this report, there was no allegation of device malfunction. On (B)(6) 2011, a physician provided that on an unreported date, the hp was hospitalized due to bacterial peritonitis. A peritoneal dialysis (pd) effluent culture was performed. Per the physician, causality was probably caused by break in aseptic technique with possible relation to the clean flash - uv assist device.

Manufacturer narrative:
(B)(4). Additional information - past medical history also included diabetes mellitus, hypertension, cardiac failure and nephrosclerosis. The peritonitis was treated with unknown antibiotics. On (B)(6) 2011, the patient was started on hemodialysis and continuous ambulatory peritoneal dialysis(capd) was on hold. On (B)(6) 2011, the peritonitis was resolving and capd was resumed. On (B)(6) 2011, the patient was discharged from the hospital. Capd therapy included dianeal lowcal(pd4)uv twinbag, lowcal(pd2)uv twinbag and extraneal uv twinbag solutions.